Event description:
The patient was undergoing gastrointestinal surgery. The surgeon attempted to staple and cut the stomach; however, the stapler misfired not completing a staple line and causing a hole in the stomach that needed to be repaired manually.